Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
Results pending completion of investigation. Erratic or intermittent display. No health consequences or impact. No clinical signs, symptoms or conditions. Analysis of production records. This is an initial submission as we are pending completion of the device evaluation and investigation.

Event description:
The 1501 clinician programmer (cp) for the axonics sacral neuromodulation therapy was fully charged. It was able connect to the ipg (neurostimulator) without an issue. While in the operating room, the cp was turning off on its own. The screen would turn black with a few small words on it. The clinical specialist attempted to turn it on and could get it to where they were able to type in four zeros, but it did the same thing multiple times. The clinical specialist plugged it into the wall. The amplitude was fluctuating more than normal.